Manufacturer narrative:
The investigation was completed. Investigation summary: major bleed/asae: the cause of the issue was likely use related as clinical information mentioned pausing heparin resolved the bleeding. Hematuria: the cause of the issue was not determined due to insufficient clinical details.

Manufacturer narrative:
Section d4 serial number was corrected.

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp and automated impella controller (aic) were being prepared to support the 86 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was on inotropes and vasopressors prior to the pump support. The aic had a failure and was swapped out and replaced by a new aic. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. In addition to the aic related issue there was a patient harm during the pump support. The patient had suffered from an access site bleed on the day after insertion. The ICU team observed the bleed and to treat it paused the heparin anticoagulation and redressed the groin site. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The pump remains on despite the harm. The patient's urine has changed in color, the hematuria, is seen to be amber in color post insertion of the foley catheter. No treatment is known to be given.